Event description:
The reporter called because she had heard about the recall. She said "I only got the er1 message one or two times last fall. When I got the er1, I did it again and got a result. I don't remember what, but it was not high." She related that she had used the correct testing technique for test strips, but didn't remember checking the color chart after the er1 messages.